Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut down when in battery power. There was no pt involvement in the reported malfunction. The complainant was unable to comply with the request to return the device battery for eval with the unit.